Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing increased power cable disconnect alarms while on battery power. The patient's battery and battery clips were exchanged with no resolution. The clinicians were planning a controller exchange with and upgraded low flow software. The controller exchange is planned on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was not confirmed. The system controller (serial number unknown) was not returned for analysis, and no log files were associated with the reported event. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. The serial number of the system controller was not provided. The heartmate 3 patient handbook instructs users on how to resolve all alarms that sound from their controller, including alarms associated with power cable disconnect conditions. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.